Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter confirming that the lack of video signal continued despite trying multiple different 180 series endoscopes. Reportedly, this event took place during procedure preparation. Additionally, an olympus field service engineer (fse) went to the user¿s facility and replaced the circuit patient board set. Following the replacement, the fse installed the endoscopy tower and performed an electrical safety test. The subject device was functioning properly following the fse¿s visit. The device is no longer scheduled for return. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a malfunction of the dr board inside the patient circuit board. It was confirmed that the design change of the dr board was implemented on april 16, 2018. Therefore, this confirms that the subject device was manufactured before countermeasures of the design change were put into place. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus evis exera iii video system center was not providing an image when connected to any 180 series scopes. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.